Event description:
When transferring a pt from the stretcher to the treatment couch the device became dislodged creating a hole in the table allowing the pt to fall through. The four staff w/the pt were able to prevent the pt from falling through to the floor or being injured. The device has been found to easily detach which could result in injury.